Event description:
A falsely elevated troponin result of 17 .46 ug/1 was obtained and reported to the clinician. The clinician questioned the result and a retest was ordered. The retest result was 14.42 ug/1 but had an error message (abnormal reaction) associated with it. A second retest gave a normal result of 0.02 ug/1. Pt treatment was not prescribed or altered. There were not reports of adverse health consequences as a result of the falsely elevated troponin result. Analysis of instrument data by date behring personnel indicated data typical of a sample integrity issue.